Event description:
(B)(4). Had essure placement 2 weeks later intense abdominal pain bloating unable to urinate dizzy nauseas required hospitalization has it removed they left one spring in my right abdomen that was floating and I was still very ill had that one removed and surprise went to have post op xray and spring was now floating on left side of abdomen again another surgery. Have since needed gallbladder removal due to adhesions ongoing bladder infections and vaginal infections